Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 800 artificial urinary sphincter due to urethral atrophy. Additional information received stated that the patient experienced recurring incontinence and the new cuff was downsized.